Manufacturer narrative:
This syringe is sourced from more than one manufacturer. The customer did not provide a lot number allowing for identification of the manufacturer. FDA received report # 5200040000-2023-8001 through the medsun program and emailed cypress on (B)(6) 2023.

Event description:
It was reported by the customer that the needles used with lidocaine break off and spray during the process of administration. Customer communicated that the needle just slips on and does not have a luer lock connection. This causes issues with the needle coming off during removal from the skin and the potential for stick injuries. It was confirmed with the customer that no injuries occurred as a result of this report.